Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The exact cause could not be conclusively determined. Based on the similar cases in the past, the failure of releasing the loop might be caused by catching the loop between the hook and the coil sheath after releasing the loop in the tube sheath for unspecified reason. The instruction manual of the subject device warns; *do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
During a polypectomy, the spring of the subject device was broken after ligating the tissue with the loop. As a result, the polyp was severed by the loop, but there was no bleeding. The doctor clipped the stem of the polyp with two clips just in case. The procedure was completed with another device. The patient was hospitalized, but it was originally scheduled. He was already recovered.

Manufacturer narrative:
The section was revised to (B)(6) 2017 because the become aware date was different.